Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - device was not returned. The stent remains in the vessel; it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, moderately tortuous, de novo, distal left anterior descending (lad) artery the 2.5 x 38 mm xience prime stent was deployed, however, a distal edge dissection was noted. A 2.5 x 23 mm xience v stent was used as treatment without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.